Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this implantable lead was left capped due to high pacing thresholds. During a generator change procedure for therapy upgrade, it was attempted to extract the lead, but the helix did not retract properly, so it was decided to abandon the lead. The issue was solved implanting another lead. No additional adverse patient effects were reported.